Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was not returned for evaluation but the logs were provided for review. Details of history log: log review shows on (B)(6) 2025 and 8:01am an infusion start of 30ml/hr and 5ml and 5ml syringe (dl: (B)(4)). At 8:04am syringe near empty alarmed and at 8:09am syringe empty alarmed with a volume infused to 4.07ml and no further infusions taking place. The defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: as reported by the user facility: nurse reports using drug library entry and that the 5ml of medication was to be administered over 5 minutes. Nurse asked her colleague to double-check her programming as it was her first time using the perfusor. Drug administered over 1 minute as per nurse (as opposed to the 5 minutes that had been programmed). The drug library has a lower hard limit of 2 minutes for the minimal time of infusion. The medication should not have infused on only one minute if drug library used. No adverse reaction of the patient mentioned by the nurse.